Event description:
It was reported that a home patient (hp) received a system error 2240 alarm on the homechoice (hc) during dwell 2 of 5 of peritoneal dialysis (pd) therapy while connected to the hc device with an unknown baxter disposable set with cassette. A clamp was found to be open on an unused line. The technical service representative (tsr) assisted the nurse to clear the alarm and start therapy over with new supplies. There was no patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device was not returned; therefore, a device analysis could not be performed. The cause of the alarm was use error related to a clamp being left opened on an unused line. The homechoice at-home user guide instructs users to open clamps only on lines connected to solution bags before pressing go to start therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed